Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10.

Manufacturer narrative:
Due to field character restrictions, e1 phone # is: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed for inflation failure and the failure did not occur after inflating the machine.. There was no personal injury reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e2, g2. Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cs300 intra-aortic balloon pump (iabp) had alarm inflation failure. A getinge field service engineer (fse) evaluated the unit and was not able to duplicate the issue. Fse replaced 5000-hour maintenance kit and performed all functional checks and released the device for clinical use.